Event description:
Home patient (hp) contacted baxter's technicial service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's homehcoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with any of hp's supplies, or with the technique used when setting up supplies. Tsc assisted hp in ending therapy early. Per hp, after ending call with tsc, hp started a new therapy with the same supplies. No patient injury or medical intervention was associated with this incident, per hp.